Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure for battery depletion, this right atrial (ra) lead was observed to have high out-of-range impedance measurements. The ra lead was tested on the pacing system analyzer (psa) confirming the clinical observations. The lead was surgically abandoned without incident. No adverse patient effects were reported.